Manufacturer narrative:
UDI - (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported, a certas plus valve did not drain properly. A revision surgery was performed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when valve was received was at setting 4. The valve was visually inspected; a small tear/cut in silicone housing around the siphon guard was noted. The valve was hydrated. The valve was tested for programming and passed the test. The valve was flushed and the valve passed the test no occlusions were noted. The valve was leak tested; no leaks were noted. The valve was reflux tested; the valve passed the test. The siphon guard was tested and passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested and the valve passed the test. A review of manufacturing records found that the device conformed to specification when released to stock. No functional problem was noted with the valve. The root cause for the damage silicone house is probably due to a sharp or pointed object coming into contact with the silicone. As noted in the IFU silicone has a low cut/tear resistance. Based on the results of the investigation, the reported issue was not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. UDI (B)(4).